Manufacturer narrative:
(B)(6). (B)(4). Post market vigilance (pmv) led an evaluation of one handle opened by the account. No visual abnormalities were noted for the handle. The error codes drive_motor_stop_velocity_limit and fail_drive_motor_test_open were displayed in the eeprom. During functional evaluation, a test battery was inserted into the handle and it successfully completed the power up and calibration sequences. The presence of the light sequence to replace handle could not be replicated. A known working adapter was inserted onto the returned handle and successfully calibrated without issue. The presence of the reported light sequence to replace adapter could not be replicated. An reload was then inserted into the adapter. Upon insertion the green reload status led began blinking indicating the recognition of the reload. After the reload was closed then opened, the green reload status led turned solid indicating the device was ready for firing. The reload was successfully opened/closed, articulated, and fired. The handle was disassembled and the motor connector wires were then probed for continuity of the hall effect motor traces. The same steady value of 20k ohms was present between the yellow and white, white and orange, and yellow and orange wire connections for both the selector and drive motors. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to open traces on the bldc board. The reported condition was confirmed. A review of the device history record indicates these device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. The observed eeprom error codes were most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station.

Event description:
According to the reporter: during a demonstration, when the battery pack was inserted into the handle, both sides of status indicators illuminated blue, and the handle indicator was flashing green. And also, when the adapter was attached onto the handle, both sides of status indicators illuminated blue, and the adapter indicator was flashing green. A new one was opened to correct the problem. There was no patient harm.